Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Also, the high energy shock impedance was around 111 ohms, which is high but within normal limits. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.